Event description:
It was reported that during a mamma op procedure, the instrument did not function after four-five times. The display showed instrument error. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The devices a, d were returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip broke off. The devices b, c, e, f, and g were returned with the blade scratched and cracked. During functional testing, an error code 5 was displayed and the blade tip further cracked. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b: batch d9du5p, mfg date 06/18/2007, exp date 05/18/2012, device c: batch d9e17p, mfg date 08/14/2007, exp date 07/14/2012, device d: batch d9dm4l, mfg date 05/04/2007, exp date 04/04/2012, device e and g: batch d9dw4k, mfg date 07/05/2007, exp date 06/05/2012.